Manufacturer narrative:
The insulin pump had moisture damage noted on lcd board. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had moisture damage on the insulin pump. The customer's blood glucose level was 100 mg/dl. Troubleshooting was performed and the issuer was resolved by completing a set change. No further information was provided.